Event description:
It was reported that the device had its service indicator illuminated and had logged a potentially critical fault code. Upon initial eval of the device, it was observed that the device would not charge its defibrillation energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly, and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.